Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported leakage was found on the plunger of a bd plastipak¿ 50ml concentric luer lock syringe when aspirating solution. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received 1 sealed sample of 50ll lot 1708236. On visual inspection of the sample received no damage or molding defect can be observed in it and the stopper is correctly assembled to the plunger. DHR of lot 1708236 has been reviewed not finding any annotation or deviation regarding the alleged defect. During assembly process mechanical leak test is done to every syringe. In case any fails it is rejected automatically to scrap. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Leak test is carried out with the unused sample received according to procedure and iso 7886-1 annex d. It meets iso 7886-1 annex d. It is also disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. This issue is not related to a manufacturing defect. Since no damage or molding defect has been observed in the sample received and it meets iso7886 annex d and since no incidence happened during manufacturing process, a definitive root cause cannot be determined. Defect: leakage past the stopper. It has been received 1 sealed sample of 50ll lot 1708236. On visual inspection of the sample received no damage or molding defect can be observed in it and the stopper is correctly assembled to the plunger. DHR of lot 1708236 has been reviewed not finding any annotation or deviation regarding the alleged defect. During assembly process mechanical leak test is done to every syringe. In case any fails it is rejected automatically to scrap. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Sub-process visual inspection functional inspection: molding 2 injections per shift n/a. Printing 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift once in the first pallet and once in last pallet of the lot assembly 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift once in the first pallet and once in last pallet of the lot. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Once in the first pallet and once in last pallet of the lot. Secondary packaging: 1 shelf-package per pallet n/a. Leak test is carried out with the unused sample received according to procedure pc-039 and iso 7886-1 annex d. It meets iso 7886-1 annex d. It is also disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. This issue is not related to a manufacturing defect. Since no damage or molding defect has been observed in the sample received and it meets iso7886 annex d and since no incidence happened during manufacturing process, a definitive root cause cannot be determined. Investigation conclusion: this issue is not related to a manufacturing defect. Since no damage or molding defect has been observed in the sample received and it meets iso7886 annex d and since no incidence happened during manufacturing process, a definitive root cause cannot be determined. Based on an evaluation of severity and frequency it was determined that no CAPA is required at this time, according to procedure ps-001.